Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer's daughter called to report that her mother passed away after experiencing low blood glucose levels while wearing the insulin pump. The customer's insulin pump was removed when she arrived at the hospital, and she was not wearing it when she passed away. Nothing further was reported.